Event description:
The pt contacted lifescan in 2005 and alleged that his one touch ultra meter was not powering on. At the time of troubleshooting with the customer service agent, it was verified with the pt that this was not a new product and that he was using the correct test strips. He was asked to press the power button, and the meter turned on. However, when asked to insert the test strip all the way into the test strip port, the meter did not turn on. Therefore, there is evidence of product malfunction. The pt was also feeling lightheaded at the time of concern and had attempted to test on the meter while experiencing the symptom. He was taken to the hosp, where the accucheck meter result was 130 mg/dl, which does not reflect a serious injury. He did not receive any medical treatment or intervention. Based on the info provided by the pt, there is an indication that the product has malfunctioned since the power issue was not resolved with a test strip inserted into the test strip port. However, there is no info to suggest that the pt experienced injury due to the product since the hosp meter result was 130 mg/dl and did not reflect any injury and there was no report of an adverse event. Therefore, this case is reported as a product malfunction. A replacement meter, control solution, and test strips were sent to the pt.